Event description:
It was reported that during an implant procedure the physician decided to cut the lobes of the lead because the patient was thin and the pocket was small. The physician accidently cut the insulation layer of the lead. The physician complaint that the lead's lobes are too big and the insulation layer is too thin. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).